Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. Lens not returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a 13.7mm micl 13.7 implantable collamer lens. After the lens was inserted, the surgeon noticed a mark on the edge of the lens. The lens was removed within the same surgery, with no patient injury. The backup lens was implanted and the patient is doing well. The reporter stated the lens was checked before loading and the lens was ok/was not defective.

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).